Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing) during dwell four of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The registered nurse (rn) cleared the alarm and reset the home patient (hp) to drain. There was no patient injury or medical intervention associated with this event. No additional information is available.